Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during a procedure, the customer experienced signal interference (noise) on all ECG (bs + ic) channels on both carto 3 and ep recording system. The issue was resolved by changing the smart touch catheter and the case was completed without any patient consequence. This type of event is assessed as reportable malfunction. No anomalies were found on the catheter during the procedure. Multiple attempts were done to request for further details of whether any ECG/EKG signal was available for the physician to monitor the patient's heart rhythm. However no additional information has been provided.

Manufacturer narrative:
(B)(4) it was reported that during a procedure, the customer experienced signal interference (noise) on all ECG (bs + ic) channels on both carto 3 and ep recording system. The issue was resolved by changing the smart touch catheter and the case was completed without any patient consequence. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 2. Further examination revealed that the lead wire # 2 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.